Event description:
It was reported that "(B)(6) 2025, during the pre-catheterization inspection performed in the respiratory ICU of the main campus of chaoyang hospital, the guidewire failed to pass through ars and became kinked. A new product was subsequently used as a replacement." This was found prior to use.

Manufacturer narrative:
Qn# (B)(4). The customer returned one opened cvc kit, including the guidewire assembly and arrow raulerson syringe (ars) for analysis. The guidewire was advanced within the guidewire assembly and signs of use were observed. Visual inspection revealed the guidewire had 1 kink towards the distal end of the guidewire body. Microscopic analysis confirmed the damage and revealed that both welds were spherical and full. The distalj-bend was misshapen. Visual inspection of the ars revealed no obvious defects or anomalies. The kinks on the guidewire measured 3mm and 493mm from the distal end. The guidewire total length measured 601mm, which is within the specification limits of 596mm - 604mm per the guidewire product drawing. The guidewire outer diameter measured 0.790mm, which is within the specification limits of 0.788mm - 0.826mm per the guidewire product drawing. Functional inspection of the guidewire was performed per the product instructions for use (IFU), which states, "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle." The guidewire was inserted through the returned ars and lab inventory 18-ga introducer needle and advanced. Resistance was encountered at the location of the kink. The undamaged portion passed with little to no resistance. A manual tug test confirmed the distal and proximal welds were intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not use excessive force when introducing guidewire or tissue dilator as this can lead to vessel perforation, bleeding , or component damage."the report of a kinked guidewire was confirmed through investigation of the returned sample. Visual inspection revealed one kink towards the distal end of the guidewire. Despite this, the guidewire and ars met all relevant dimensional and functional requirements. A device history record review was performed with no relevant findings. Based on these circumstances, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that "on (B)(6) 2025, during the pre-catheterization inspection performed in the respiratory ICU of the main campus of (B)(6) hospital, the guidewire failed to pass through ars and became kinked. A new product was subsequently used as a replacement." This was found prior to use.